Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the doctor attempted to place a ventricular lead, however the tip of the lead could not be extended after many rotations. The lead helix suddenly popped up but could not be completely retracted after several attempts. The physician suspected a performance issue with the lead, and so the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend, and retract. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched. The helix could be extended, and retracted. But turns to extend and retract of helix were out of specification. A stretched lead with buckling of the inner insulation may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.